Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had air/water flow issues from the air/water flow system and that the air button wouldn't push air or carbon dioxide through. The issue was found during an unspecified procedure. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. The device was returned for evaluation. During the device evaluation, the failure to clean adequately and insufficient reprocessing was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a peeled aux, a leaky bending section cover, a scratched and dented plastic distal end cover with cracked glue, a deeply scratched switch 2 with a pinhole, old glue on the objective and light guide lens, a dented and scratched distal end plastic cover, foreign material found in the nozzle, a cracked bending section cover, a cracked bending section glue, a scratched insertion tube, and no air/water supply that became ok after removal of the nozzle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Correction: h10 - it was erroneously reported that foreign material was found in the nozzle of the device. No foreign material was found. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon could not be definitively established - as no foreign material was found in the nozzle, it was nevertheless noted that air/water flow was corrected after replacement of the nozzle. No further root cause could be presumed. It is suggested that the user facility review the method of device handling according to the instructions for use (IFU): -inspection of accessories_inspection of the air/water and suction valves. Olympus will continue to monitor field performance for this device.